Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to communicate with device post-surgery. This was confirmed by a manufacturer representative and ipg was deemed inoperable. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Section a4: patient weight has not yet been provided.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.